Manufacturer narrative:
Act, esc and arrow buttons did not respond due to corroded keypad traces. No scrolling numbers displayanomaly noted. The insulin pump passed idle current test. Analysis was unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. No moisture damage on electronics and motor noted. The insulin pump was received with minor cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 190 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and the buttons were unresponsive and scrolling. Customer reported that the insulin pump was exposed to moisture that could have led to stuck button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.